Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion and/or incorrect release technique. Dfu for this device states the following: 6. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a distributor via (B)(4) that (2) ar-1322-752sf small bone fastak¿ suture anchor with 2-0 fiberwire did not release correctly. This occurred during repair of ulnar collateral ligament when the first anchor did not release correctly. It embedded partially. The surgeon had to finish anchoring it in using a mallet. This did not work and she then had to cut it out and try again at a different site. A new suture anchor was opened and this one also did not deploy correctly. It cut both the sutures when she went to release it.